Manufacturer narrative:
The complaint is being reported by zimmer biomet as(B)(4) . On (B)(6) 2017, it was reported that the platform had cut on edges and it was causing a rough edge. The comb was also bent on the handle post side of the device. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet surgical was not performed since the product was received and then shipped right back to the customer. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the product was received and then shipped right back to the customer. The reported event was non-verifiable since there was no evaluation on the device. The reported event was non-verifiable since there was no evaluation on the device, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the staff "started to mesh the graft and it tore large holes in the graft." The comb was bent on the handle post side of the device. No adverse events have been reported as a result of the malfunction.